Event description:
It was reported that the camera head image had horizontal stripes. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and correction. Correction field: d4 the device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, evaluation found the abnormal color at the edge of the image and defective pixels. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation, it is likely that a twisted cable caused the horizontal stripes in the image. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during cleaning and disinfection.